Manufacturer narrative:
Ventricular fibrillation : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient was presented with hx of tobacco presented to osh in cgs, w/hb. Suspected myocarditis in setting positive influenza. Successful implant of impella 5.5 while intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation in place. Patient experienced ventricular fibrillation patient was shocked, paced, amino and lidocaine loaded and nothing has broke the patient¿s v-fib. Patient expired.